Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing loss of lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
During surgery, the recipient's skin flap was reportedly thinned in order to avoid retention issues. The recipient's activation went well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This older device configuration is no longer manufactured. This is the final report.